Event description:
It was reported that, during the implant procedure, the implantable cardioverter defibrillator (ICD) device showed a green longevity gas gauge. The device was re-interrogated before closing the pocket and the longevity gauge was now gray with a dropped battery voltage to 2.90v. It was noted that the device was taken from the shelf and was not exposed to any cold conditions. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.(B)(4).